Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap threads were stripped and was unable to fit to maintain an electrical connection. A test battery cap was used for testing. Unrelated to the original complaint the display had a green horizontal line through it. The pump was opened and a test display was mounted, and was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.